Event description:
In the inital complaint customer states that during setup, the physician found the tempeture was not high enough but used the same catheter to complete the case. However, the vein was not fully closed by the catheter. The patient was not injured during the procedure. No second catheter was used.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Manufacturer narrative:
Investigation performed on (B)(4), revealed that temperature rises and reaches operating temperature in five seconds, and device completes treatment cycle without generating advisory message. The returned device exhibited no abnormality or deformity and was able to reach operating temperature. Additional information has been requested should it become available a supplemental report will be submitted.